Event description:
The customer reported having some issues with high blood glucose in the past week. The customer stated that the insulin pump kept alarming no delivery while priming. The caller stated that he woke up with blood glucose of 150mg/dl, and has been high all day long. The customer called his doctor and they had him take an injection. He also stated that 100 units were missing, did a full infusion set change early in the week, and all seems to be correct. Advised the customer to call back to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.